Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon experienced some small bleeding from the staple lines. Blunt force was used to control the bleeding. The bleeding stopped. As a result of the difficulties encountered with this device, the procedure was prolonged ten minutes. The patient was admitted to another hosptial with bleeding 4 days after surgery. The bleeding was controlled using pressure and the patient is doing ok and was discharged. The customer disposed of the device.

Event description:
The patient got some anticoagulant the night before surgery. There was no other difficulties during the procedure, and the patient is now doing fine as far as we know at the moment.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4).